Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 83 and blood glucose was 40 mg/dl. Customer was advised on proper sensor usage and calibration techniques. Customer declined troubleshooting for low blood glucose. Customer also reported of being hospitalized for a couple of months due to cellulitis. Customer was on antibiotics for over a month.